Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall events, was unable to complete a rewind after removing supplies and confirming no foreign objects in the pump chamber, and could not complete a dry run, consistent with a device failure to infuse and involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem was identified, and the event aligned with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.